Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the physician's meter. At 11:49 am the result from the meter was 5.6 inr. The customer went to her physician's office. The result from the physician's roche meter was 4.3 inr. The specific meter was not provided. There was no allegation of an adverse event. The customer believed that the result from the physician's meter was correct. The customer's coumadin (warfarin) dose was decreased based on the physician's meter result. The customer's condition was "stable". The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no changes in coumadin dose, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.